Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor needle was separated from the sensor. This complaint is against the insertion device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor came apart from the base during loading. The customer also reported that the sensor was not removed when the serter lifted the needle. The customer's blood glucose was unknown at the time of incident. The sensor will be replaced and will be returned for analysis.